Event description:
The reporter indicated that this device came with two temporary i.d. Cards; one with the correct serial number and the other with serial number 84057. There was no pt involvement in this event.